Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n474502, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had ¿come out of place¿ and needed an MRI performed before the procedure to correct the issue. It was noted that the patient was supposed to have the MRI 2 weeks ago and was sent home again without having the procedure. The patient had an appointment with their doctor tomorrow and needed MRI done for that appointment. The patient was in pain which was also the reason for the MRI as they were looking to see if everything was okay. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.